Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the riata lead had an insulation failure. The pacing impedance and pacing threshold have increased. It is suspected that the ring coil maybe broken. The lead was replaced.

Event description:
It was difficult to interrogate the neurostimulator (ins) prior to implant. An error message was received on the physician programmer. The ins was not implanted. Additional information has been requested.